Event description:
It was reported that the pump delivered too rapidly during an infusion of 4 mls of gentimicin. The delivery was set to take place over 30 mins and it reportedly infused in 15 mins. The pt was not overdosed and no harm was reported as a result.

Manufacturer narrative:
Device has been returned for eval. Once the device has been evaluated, the MFR will file a f/u report detailing the results of the eval.